Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: a quality hold was found (for data entry issue) during DHR review, but not relative to the issue. A query indicates no additional complaints have been received for this lot number. Customer discarded broken piece, nothing to return. Product not received at investigation site.

Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm file broke during use. The broken part was not retrieved and incorporated into the filling. No injury.